Event description:
It was reported the screw broke during insertion in the patient's mandible. It was also reported the surgeon "dug around" to recover the end of the screw in the patient's bone. This prolonged the surgery by 30 minutes. No other adverse patient consequences were reported.

Manufacturer narrative:
It was reported the device is available for evaluation. Product return is currently pending. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Screw breaking during insertion was reported. The device has not been returned for evaluation. Review of the DHR and inventory review could not be performed as device lot number is unknown. A two-year review of the complaint database was performed. A review for the part number 209-20xx part family revealed five (5) complaints for screws breaking during insertion (one of which is the complaint in this report). Potential causes for screws breaking during insertion include improper design, wrong size/length chosen for intended application, inadequate specifications for intended use, excessive torque used during insertion, high density bone, and improper material selection. However, based on the information received and the investigation performed, the root cause could not be determined. Corrected data: type of investigation (annex b) updated to: 4114 and 4109 investigation findings (annex c) updated to: 3221 investigation conclusions (annex d) updated to: 4315.